Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient by the customer, the cs300 intra-aortic balloon pump (iabp) died and needed to be plugged in. Patient was hypotensive requiring a decreased milrinone dose on arrival and increase dose in norepinephrine. After machine was restarted, after discussing concerns for how long machine was off, augmentation resumed and bp began to normalize. The or staff transporting patient to ICU said machine turned off during transport from j4 ors. However waveforms were inadequate and cxr confirmed iab was low, covering the renal arteries, requiring 6 cm advancement by dr. Phillips cta. Patient is now hemodynamically stable after iabp has been on and vasopressor requirements have decreased slightly. The customer verified the switch was turned on by checking just above the power cord plug in. The switch was in the on position on arrival. There was concern as to whether the machine was plugged in during the operative procedure (should be plugged in at all times except during patient transport), or if there is an internal battery malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer(fse) was dispatched to the site to evaluate the unit. The unit had been plugged in and charging battery. No errors logs or faults logs found. The fse performed battery maintenance, after 21 min batteries failed. As per service manual replaced batteries. Product passed all functional and safety tests per factory specifications.

Event description:
N/a.